Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy. According to the complainant, after locking the clip onto the target tissue, it was not able to be released from the delivery catheter. The clip was pulled from the tissue, and then the device was withdrawn. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy. According to the complainant, after locking the clip onto the target tissue, it was not able to be released from the delivery catheter. The clip was pulled from the tissue, and then the device was withdrawn. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed from the delivery catheter; the clip assembly was received for analysis. Additionally, the control wire was separated per design; however, a kink was present within the control wire. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation revealed that the clip assembly returned separated from the delivery catheter. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.